Manufacturer narrative:
Concomitant medical products: biomet compress, catalog # cp116194, lot # cp116194, biomet compress centering sleeve 17mm, catalog # 178539, lot # 234260, biomet compress short anchor plug, catalog # 178556, lot # 957150, biomet compress transverse pin, catalog # 178528, lot # 770590, transdermal compress adapter, catalog # cp116193, lot # 277350, biomet compress nut, catalog # 178512, lot # 178512. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date - (B)(6) 2016. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately nine months post-implantation due to bone fracture and loosening. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause determined to be human factors. The patient's son stated that his father stood on the prosthesis too soon after surgery. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.